Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech found the siderail end tube missing the top rail ratchet rivets. He replaced the rivets to repair the stretcher.